Event description:
Pt reported being hospitalized in 2004, with high blood glucose (680 mg/dl) and a diagnosis of diabetic ketoacidosis. Pt was treated with an insulin IV and phenergan, for nausea. Pt indicated that, while hospitalized, their gall bladder was removed. Pt was released from the hosp in 2004.